Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that elevated pump powers were observed. The patient's lactate dehydrogenase level had increased from 600 to 900 u/l. The patient's urine was reported to be clear. Review of the system controller log files by the manufacturer's technical service representative noted the data was starting to show an increase in power and a trajectory that may be linked to the presence of thrombus. The patient was elevated to status 1a on the transplant list due to suspected pump thrombus. On (B)(6) 2016, the patient received a heart transplant.

Manufacturer narrative:
The explanted pump was evaluated and examination of the proximal side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball and partially occluding the blood flow path. The deposition lacked lamination, was not adhered to the bearing ball or stator blades, and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed darker areas of potential denaturing, and there was some evidence of contact marks on the outlet portion of the rotor, indicating that the deposition was likely present in the pump for an undetermined amount of time during pump operation. If present during support, the deposition could have potentially caused increased resistance on the spinning rotor, resulting in the elevated pump power values noted in the submitted log file. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.